Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with tests results from results obtained of lo. The customer's expected fasting blood glucose test result range is 100 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 07/31/2017 and open vial date was undisclosed. The meter memory was reviewed for previous test result history: lo (B)(6) 2017 11:54 pm fasting:yes; lo (B)(6) 2017 08:40 pm fasting:yes; lo (B)(6) 2017 08:34 pm fasting:yes; lo (B)(6) 2017 12:05 pm fasting:yes; lo (B)(6) 2017 12:02 pm fasting:no. Memory concerns: n/a. Customer states that the meter only reads lo.

Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found; black chemistry observed. Qc investigation on 8/21/2017 returned test strips produce lo readings. The most likely root cause is black chemistry due to improper storage.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with tests results from results obtained of lo. The customer's expected fasting blood glucose test result range is 100 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on 06/26/2017, a back to back blood test was not performed by the customer. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 07/31/2017 and open vial date was undisclosed. The meter memory was reviewed for previous test result history: 1:lol 06/24/2017 11:54 pm fasting:yes. 2:lo 06/09/2017 08:40 pm fasting:yes. 3:lo 06/09/2017 08:34 pm fasting:yes. 4:lo 01/01/2017 12:05 pm fasting:yes. 5:lo 01/01/2017 12:02 pm fasting:no. Memory concerns: n/a. Customer states that the meter only reads lo..